Event description:
A cracked and shattered touchscreen was reported, making the touchscreen unresponsive. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.